Event description:
Rn noticed urinary foley leaking/cracked at the bifuse. Noted leaking just above the bifuse where syringe connects to inflate balloon. Foley replaced by urology. This is an error that reached the patient and required monitoring or intervention to confirm that it resulted in no patient harm. Product states all silicone fr; inflate with 5ml. No difficulty with insertion. Balloon inflated per manufacturer instructions.